Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient ((B)(6) years old, (B)(6) lb) underwent cardiac ablation procedure for idiopathic ventricular tachycardia (idvt) with navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported during an idvt case, a cardiac perforation was noticed. When the physician came off ablation, the impedance had spiked, there was a drop in blood pressure on the patient, and the patient had become "sematic" . The cardiac perforation was confirmed by transthoracic echo. The medical intervention provided was a pericardiocentesis and 400 cc of fluid was removed. The patient was reported to be in stable condition. This adverse event was discovered during use of biosense webster products during ablation phase. The physician¿s causality opinion is unknown. The physician used 50 watts in the right ventricular outflow tract (rvot), he also switched to heparinized .45 normal saline (ns) for irrigation, which he was told is off label and not advised. The patient had fully recovered. The patient¿s condition resulted in an overnight stay; there was no extended hospitalization and the had fully recovered. Transseptal was performed with baylis needle. There was no evidence of steam pop. The irrigation settings were 15/30 watts (default thermocool settings are 17/30ml). The doctor came off ablation at the same time we received a impedance warning on the generator. The system stopped ablation when the impedance cut-off value was exceeded. The temperature 50w 45 degrees impedance jumped to 250. The high impedance is not an MDR-reportable issue. Cardiac tamponade may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR reportable.